Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) displayed executive fault code f0. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions),h10. The getinge field service engineer(fse) that encountered the issue replaced the executive processor board (0670-00-0770). In addition, the fse also found that the printer was intermittently working. The printer is currently out of stock. The customer stated that the printer is never used and that they wanted to place the iabp back in service in the meantime. The fse performed the pm, full calibration, and tested the unit. The iabp was returned to the customer.